Event description:
A 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous procedure about 3 weeks ago. The pt presented to the physician's office with symptoms of claidication in the right leg. The pt was on aspirin and plavix, doses unk. The physician alleged the condition would resolve in time. The pt was readmitted in the hosp on for a staged percutaneous coronary intervention (pci). An angiogram of the right femoral artery revealed a filling defect. The physician alleged collagen was in the artery and the anti-coagulants kept the artery from totally occluding. A surgeon was consulted for removal of the filling defect. The pt underwent surgical revascularization five days later. The angio-seal was removed.